Manufacturer narrative:
The insulin pump was monitored in a 50 c oven at a 2.0 unit per hour basal rate and no alarm was noted. The insulin pump passed the self test and the displacement test. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed during bolus delivery. The patient's blood glucose level was 128 mg/dl at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.